Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient claim for migration') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events. New events added: patient claim for migration. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.